Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that her sons onetouch ping meter would not power on. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged issue began a few days prior to contacting lfs. The reporter mentioned that the patient manages his diabetes with apidra insulin pump therapy and denied that he had made any changes to his normal diabetes management due to the alleged issue starting. The reporter claimed that the patient told her that he ''felt low'' on (B)(6) 2012 at 1:19 p.m. (Before alleged issue began). The reporter told the cca that the patient drank juice immediately after testing at 1:19 p.m. The day prior to her contacting lfs. During troubleshooting the cca documented that the subject meter was not being used for the first time and that there had been no known misuse to the subject meter. At the time of troubleshooting the cca confirmed that the patient was able to power on the meter manually. However, the patient did not have test strips available at the time of troubleshooting and so the cca was unable to confirm that the alleged issue was resolved. This complaint is being reported as an adverse event for the following conclusion(s): the patient reportedly ''felt low'' which is suggestive of a serious injury. Additionally, it is not clear when the symptoms began based on when the patient's reported treatment was administered.

Manufacturer narrative:
(B)(4) 2012 - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on [(B)(4) 2012] with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.